Manufacturer narrative:
Additional attempts to get more information about the event, device description and clinical evidence will be required. In the meantime, the following information has been reviewed: dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: ¿after implant insertion, axillary lymphadenopathy causes are multifactorial, with possible factors including granulomatous reaction, inflammation, and/or malignancy. Literature reports associate lymphadenopathy with intact and ruptured silicone breast implants since microscopic silicone droplets can migrate to body tissues even when the implant surface remains intact. Breast implant rupture and/or leakage through an intact surface can cause fibrosis and granulomatous reactions, which in turn can result in a contracture or regional lymphadenopathy that sometimes mimics malignancy. Various patterns of lymphadenopathy and even extranodal pathology may be observed.¿ ¿hematoma/seroma is a collection of blood within the space around the implant, and a seroma is a build-up of fluid around the implant. Having a hematoma and/or seroma following surgery may result in infection and/or capsular contracture later. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involving draining, and potentially placing a surgical drain in the wound temporarily for proper healing. A small scar can result from surgical draining. Implant rupture also can occur from surgical draining if there is damage to the implant during the procedure¿. Additionally, the alleged event is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. As stated in the literature: seroma is recognized as an early complication of breast implant surgery2 and its incidence is reported together with hematomas in 6.6% for primary surgery.3 for other authors the incidence of early-stage seroma is 0.1%.4. 2 mcardle b, layt c. A case of late unilateral hematoma and subsequent late seroma of breast after bilateral breast augmentation. Aesth plast surg 2009; 33: 669-670. 3 scott l. Breast augmentation. Clin plast surg 2009; 36(1): 105-115 4 oliveira vm, roveda d jr, lucas fb et al. Late seroma after breast augmentation with silicone prostheses: a case report. Breast j 2007; 13(4): 421-423. Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time.¿ sforza, m., husein, r., atkinson, c., & zaccheddu, r. (2017). Unraveling factors influencing early seroma formation in breast augmentation surgery. Aesthetic surgery journal, 37(3), 301¿307. Https://doi.org/10.1093/asj/sjw196.

Event description:
Title: seroma. Description: literature case - in the literature review "first experience from 200 cases with a new breast tissue expander for multi-stage pre-pectoral breast reconstruction after mastectomy", 1 motiva flora tissue expander was involved in seroma. The event required the replacement of the expander. Further information is not available.

Manufacturer narrative:
1. Overview. The quality department (pms) received a complaint involving a motiva® device. 2. General conclusion: device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was classified as seroma. 3. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. 4. Dfu and labeling evaluation: the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: seroma - if a hematoma or seroma occurs, it is usually soon after surgery; however, it can also happen at any time. The blood/fluid that causes a hematoma/seroma is usually reabsorbed back into the body. However, if it becomes clinically significant, management may consist of needle aspiration or surgical drainage, usually by reopening the incision made during breast surgery. Gross post-operative hematoma, manifested by enlargement, tenderness, and tissue discoloration, may lead to device extrusion if untreated. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Literature reference: ¿late seroma is defined as a periprosthetic fluid collection occurring more than 1 year following breast augmentation¿ (nava, et al. 2017). ¿early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time.¿ (sforza, et al. 2017). 5. Device history record (DHR) review: device history review was not possible due to the lot number being unobtainable. 6. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.